Event description:
The vasoview was not holding insufflation at all when needed for endoscopic vein harvesting. Everything was hooked up appropriately and was double checked; however, it was reading occlusion immediately after being hooked up. It did not provide insufflation into the leg tunnel which greatly impacted the course of the case. We unplugged/plugged all connections in, changed insufflation cords, manipulated the hub to not allow insufflation to escape, and it was still not delivering gas to insufflate the tunnel and continued to read 'occlusion' even after just hooking everything up. The insufflation worked adequately when it was attached to the 'hub' portion at the incision, but when it was attached to the vasoview it immediately read 'occlusion' and was unusable. This added an extra hour to the evh (endoscopic vein harvesting) which should only take 45 minutes in total. The problem was solved after changing out the entire vasoview system.